Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following an endoscopic procedure, the pulse generator displayed inappropriate measured data. The patient would continue to be monitored.